Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2009. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were multiple non-sustained tachycardia episodes of t-wave oversensing noted.

Event description:
It was reported that during a routine follow up, there were several monitored ventricular tachycardia (vt) events that appeared to be the result of t-wave oversensing on the right ventricular (rv) lead. The lead sensitivity was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.